Event description:
Philips received a complaint from the customer on the v60 indicating that the proximal pressure sensor auto-zero failed. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. An onsite evaluation and resolution are currently pending.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6). The field service engineer (fse) checked the alarm logs and found error code 1203 and determined it was a gas module failure. The fse replaced the gas module to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00244. All information from the original report(s) has been transferred to this report.